Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported adverse patient sequelae and there was a delay in the procedure due to the stent being implanted to treat the dissection/clotted (thrombosis) right iliac artery but was not clinically significant. No additional information was provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, medsun report received stating: "patient was undergoing an intravascular ultrasound study to assess vessels for potential trans aortic valve replacement (tavr) surgery. Guidewire was introduced into femoral site and unltrasound instrument was placed over guide wire. When procedure was completed, the ultrasound instrument was removed and it was noted that the guidewire had broken into two pieces. The practitioner felt that the wire had become coiled and it was not noted due to product's decreased radiopacity. Team retained two pieces of the guidewire at that time. The patient returned the next day for tavr procedure. Patient did not have a pulse in previous femoral site and a dissection was found on cutdown. The proceduralist found a retained piece of guidewire in the external iliac. The decision was made to not traumatize the patient with exploration to remove this third piece of guidewire but to place stent in the external iliac for repair of the dissection and to keep the retained wire in place. The opposite femoral site was used as access for the tavr procedure." Additional follow-up information indicates that there were differing opinions at the site as to whether or not a portion of the guide wire remained in the patient anatomy. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went in on (B)(6) 2012, for pre-evaluation for their scheduled transcatheter aortic valve implantation (tavi) on (B)(6) 2012, in the right iliac artery. A balance middleweight (bmw) universal guide wire was advanced to the right iliac artery with no resistance and an intravascular ultrasound (ivus) catheter was advanced over the bmw universal guide wire. Ivus was performed and showed that the right iliac artery was open (no clotting). Reportedly, a guide catheter was not used in the procedure. The ivus catheter and bmw universal guide wire were removed as a single unit from the patient anatomy without resistance; however, during withdrawal of the ivus catheter and bmw universal guide wire, the tip of the guide wire separated outside of the patient anatomy and the distal separated portion was simply withdrawn from the ivus catheter. It was noted that the distal portion of the guide wire had a jagged edge where the separation occurred. Reportedly, no separated portion of the guide wire remained in the patient anatomy. There was no adverse patient effect and no clinically significant delay in the pre-evaluation. On (B)(6) 2012, the scheduled tavi procedure was being performed when it was noted that a dissection had occurred in the right iliac and had become clotted (thrombus). Reportedly, it is unknown what caused the dissection but it could have possibly been caused the previous day during the pre-evaluation with the bmw universal guide wire and ivus catheter. A stent was used to successfully treat the dissection/clotted (thrombosis) right iliac artery and the tavi was performed to successfully complete the procedure.